Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, the reported slda appears to have been a result of challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Leaflet tissue was thin and of poor quality. The first clip was successfully placed on p2. A second clip delivery system (cds) was advanced and placed on the medial side of the first clip. After deployment, it was noted the first clip detached from the anterior leaflet (single leaflet device attachment (slda)). A flail was suspected on the anterior leaflet after the slda was noted however not confirmed. A third clip was placed on the lateral side of the slda clip and then a fourth clip was placed between the first and third clip. After deployment of the fourth clip, a significant jet was noted on the medial side of the second clip. The procedure was completed with the mr reduced to 3-4. It was noted imaging was difficult after the first clip was implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.